Event description:
The customer stated that she was receiving low and erratic readings. Upon troubleshooting, customer service discovered the meter was set in mmol/l. The customer did not adjust diet or medication or allege any adverse events due to the readings. The customer was able to reset the meter to mg/dl with assistance and she wanted to trade up to a contour meter.